Event description:
It was reported that during a brevera procedure on (B)(6) 2024, the system displayed errors related to the driver and vacuum issues and the procedure had to be aborted while the needle was inside the breast. Patient was rescheduled for a new procedure and pain medication was administered. A field engineer examined the equipment and could not replicate the issue. The driver codes were updated and the settings to support recommendations. System met the manufacturer´s specifications.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.